Event description:
It was reported that the right ventricular (rv) lead was possibly fractured. The pacing impedance was high and there was no capture, even at maximum output. The physician elected to switch the rv lead and left ventricular lead in the device header and reprogram the pacing configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d224trk ICD, implanted (B)(6) 2010. (B)(4).